Event description:
Caller reported that the customer had a motor error alarm on the insulin pump during rewind. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unable to prime during prime/delivery test due to faulty back pressure sensor (gold). Pump passed basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip noted.